Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to toggle between the alphabetic and numeric keypads on the touch screen. During troubleshooting with tandem technical support, a pump reset was performed and the issue was resolved. There was no reported impact to the customer¿s blood glucose.